Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder joint repair surgery, the twinfix ultra pk anchor broke and the surface material peeled off as the implant was entering the bone tunnel. The anchor broke inside the patient and all the pieces were removed using a grasper and suction. The insertion site was cleared prior to insertion and no void was left in the patient. The procedure was completed placing a s+n back up device into the originally bone hole. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that the returned device was not in its original packaging. The insertion device was returned with the anchor fractured below the proximal end of the suture window, the anchor and sutures strings are on the insertion device. The prongs at the distal end of the insertion shaft are deformed. There is biological debris on the returned items. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failures and/or harms were documented appropriately, and there were no indications to suggest the anticipated risks are not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failures include: (1) excessive force (2) incorrect tunnel preparation. No containment or corrective actions are recommended at this time.